Event description:
It was reported that during the implant procedure, a competitor guidewire was not able to get through the left ventricular (lv) lead. Multiple competitor wires were tried. It was reported that a competitor wire was ¿feeling tight¿ while pushing it through and the wire would never come out of the distal end. The lv lead was not implanted and replaced. No patient complications have been reported as a result of this event. Reference report mw5154957. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).